Event description:
It was reported that during a crani surgery the "hand piece device would not reduce the rotations per minute (rpm) with the compact speed reducer device". The motor device was tested with a different reducer device which produced the same result. There were no delays to the planned surgical procedure as a spare identical motor device was available for use. There was patient involvement reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.